Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of being implanted and fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, eight (8) years and seven (7) months post-implantation, the patient underwent a revision surgery due to pain and fracture of the patella component. The patella and articular surface were exchanged without reported complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#62754616; femur cemented posterior stabilized (ps) narrow left size 7: catalog#42500006201, lot#62809876; articular surface fixed bearing constrained posterior stabilized (cps) left 14 mm height: catalog#42512600514, lot#65097335. Customer has indicated that the product will not be returned to zimmer biomet for evaluation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.